Event description:
It was reported that the customer had a sensor error alert. Customer's blood glucose level was 80 mg/dl. Troubleshooting was performed and the customer was advised to monitor the pump and call back if further assistance is needed. Customer mentioned that he had a low blood glucose level less than 20 mg/dl and had to have a shot last night. Customer did not wear the sensor last night. Customer thinks that he may have overbolused before bedtime. Customer stated that it has nothing to do with the pump and that was user error. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.